Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2009 and (B)(6) 2009 and mesh were implanted into the patient. No clarifying information provided. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to cystocele.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with paravaginal repair and colpopexy due to cystocele with medial and lateral components.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bleeding and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2009. It was reported that patient underwent mesh revision/removal on (B)(6) 2012.